Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was not fully implanted; therefore, not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
Initially, it was reported that a lens defect was observed when inserting the pcb00 intraocular lens (iol) in patient eye. The lens was removed and replaced with the same model and diopter lens. Through follow-up it was clarified that the lens was chipped in the middle of the optic. The iol was cut into pieces to remove the lens. There was no incision enlargement, no anterior vitrectomy and no suture was required.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 01/14/2017. Device returned to manufacturer ¿ yes. Device evaluation the device was returned to the manufacturer. Visual inspection the plunger component was observed in advanced position and the cartridge was correctly engaged into the pcb00 device. Visual inspection at 10x microscope magnification showed that the lens was observed broken. Some scratches were also observed at the optic zone and iol optic appears cut and ripped with haptic detached. The lens was observed cut in pieces (related to the removal process as described in the initial report). However, no chip defect was observed in the iol. Therefore, the reported issue was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.